Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies except for a bend approximately 50 mm from the terminal end, stretched shocking coil, and cuts along the suture sleeve which are attributed to typical surgical damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the system impedance of this subcutaneous implantable cardioverter defibrillator (s-ICD) system had decreased from 75 ohms to 30 ohms. This remained low but within normal limits over the course of one year. Technical services (ts) advised for a chest x-ray. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted and replaced with a new s-ICD and electrode. No additional adverse patient effects were reported.

Event description:
It was reported that the system impedance of this subcutaneous implantable cardioverter defibrillator (s-ICD) system had decreased from 75 ohms to 30 ohms. This remained low but within normal limits over the course of one year. Technical services (ts) advised for a chest x-ray. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted and replaced with a new s-ICD and electrode. No additional adverse patient effects were reported.